Manufacturer narrative:
(B)(4). Device product (catalog#) not sold in the us. Similar device/component sold in the us.

Event description:
It was reported that "the puncture cannula continually aspirates air."

Manufacturer narrative:
(B)(4). The customer returned one opened kit with various components including an ars syringe, a purchased 5cc luer-slip syringe, and an echogenic introducer needle. The introducer needle was attached to the 5cc luer-slip syringe. Signs of use in the form of biological material were found on the tray and introducer needle. Visual examination revealed of the introducer needle revealed a crack on the needle hub. No other defects or anomalies were observed. A functional test was performed by attaching the introducer needle to the returned 5cc luer-slip syringe filled with water. When the plunder was compressed, a leak was observed through the crack in the hub of the introducer needle. A device history record review was performed with no relevant findings. The reported complaint of a needle hub crack was confirmed through complaint investigation. Visual and functional examinations revealed a crack on the hub of the introducer needle. A device history record review did not reveal any relevant findings. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for complaint of this nature.

Event description:
It was reported that "the puncture cannula continually aspirates air."